Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The first meter result, the patient's blood glucose results were 378 compared to the labs 248 mg/dl. Tests were done within 10 minutes. The second meter result, the patient's blood glucose results were 303 compared to the labs 248 mg/dl. Tests were done within 10 minutes apart. The third meter result, the patient's glucose results were 302 compared to the labs 248 mg/dl. Tests were done within 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.